Event description:
Allegedly, the patient was revised due to the following mom complications: shedding of metal debris into the blood stream; tissue and bone damage; persistent pain and decreased mobility. (Right)